Manufacturer narrative:
The investigation regarding this cable indicated that the wire was not properly prepped prior to the secondary solder operation. All of remington medial, inc. Cables are 100% tested for continuity and for hipot. The connection on this cable was evidently intact when it was inspected by our final inspection group and our final qa release. All employee involved in this operation participated in the overall root cause analysis and have undergone additional training.

Event description:
Patient was connected to our fl-601-97 extension cable. Hospital personnel noticed that the end of the cable connected to the patient's lead was disconnected from the screw tight chuck. The cable was immediately replaced; their was no change in the patient's condition.